Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (53 mg/dl). Customer stated the cause of the low bg was unknown. Food was consumed to address low bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.